Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One e2450h-gnsb and associated e1551x stainless steel blade electrode were received for evaluation. The investigation found charring at the tip of the electrode as though the device had contacted metal or other another flammable source. The charring is a result of the sparking and flame the customer reported. The returned electrode and pencil were tested and no unusual effects were noted. The investigation identified the root cause of the reported event to be the user contacting metal or another flammable source. The instructions for use state that the sparking and heating associated with electro surgery can provide an ignition source. The IFU provides multiple recommendations to minimize fire hazard. The IFU states some surgeons may elect to "buzz the hemostat" during a surgical procedure. It is not recommended, and the hazards of such a practice probably cannot be eliminated.

Event description:
The customer reported that during a c-section the tip of the pencil cautery was placed on hemostat for coagulation and it did not work properly. It was noted that the tip had ignited with a flame. They stopped and replaced the pencil with a new one which worked fine. There was no patient injury.